Event description:
Information was received from healthcare professionals (hcps) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implanted infusion pump. The pump's indication for use (IFU) was listed as intractable spasticity. On (B)(6) 2016, compatibility guidelines were requested as the patient was having magnetic resonance imaging (MRI) performed due to increased low back pain and leg pain. Additional information received from an emergency room (ER) hcp on (B)(6) 2016 indicated that the patient presented to the ER stating that she didn't think the pump was working. The patient had informed the ER hcp that she had had an MRI a few days before and that everything was fine for a couple days. The patient was reportedly not feeling well. The patient did not report hearing an audible alarm. The ER hcp was going to give the patient oral baclofen and possibly a benzodiazepine and suggest that the patient follow-up with the pump hcp on the following day. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.